Event description:
The dr was not able to insert the iab fully into the pt. The iab was not returned to co for eval. The iab was discarded by the facility. (Event complications: unk-reported 3/24/97.) (Pt's current status: unk-rpt'd 3/24/97.)